Event description:
During the surgical preocedure, the right arm of the da vinvi surgical system was not recognizing instruments. No patient harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.